Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional info will be submitted within 30 days of receipt.

Event description:
Upon opening the sterile pouch a foreign matter was noticed on the sheath introducer. There was no damage to the package and the product was properly stored. The product was not used in the pt. Another sheath introducer was used for the procedure.